Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the severed lead was performed. Testing was completed to assess lead electrical performance and measurements were within normal limits. Microscopic inspections of the terminal pin assembly, and electrode tip found no anomalies. Lead body was returned severed ~120mm from terminal pin, with coils stretched and extended. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to a dislodgement that occurred while the patient was experiencing an open heart procedure. No additional adverse patient effects were reported. According to additional information from medical records, the patient is now deceased (unrelated to the event) and the lead was capped and surgically abandoned.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to a dislodgement that occurred while the patient was experiencing an open heart procedure. No additional adverse patient effects were reported.